Event description:
During a photoselective vaporization of the prostate (pvp) with greenlight laser, operating room staff opened and used four disposable greenlight laser fibers due to wearing out or breakage of the fibers. One fiber broke after a very short duration. Use was appropriate. A second fiber seemed to have a shorter usage time.